Manufacturer narrative:
The product has been returned, and upon investigation, the complaint could not be reproduced. The complaint was not confirmed and no new issues were observed. All results were within the range of specification, the standard deviation was within specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 475 mg/dl and 121 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.